Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but could not be provided.

Event description:
Related manufacturer reference number: 2017865-2020-17106. It was reported that the patient experienced a pericardial effusion. It was unknown if the pericardial effusion was related to the right atrial or right ventricular lead. No device intervention was performed. The patient was stable.